Event description:
A caller reported an occlusion alarm. The customer's blood glucose level was 443 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery, as well as administered injections. No further assistance was deemed necessary.